Event description:
It was reported that the patient had her vns removed due to infection on (B)(6) 2014. It was noted that the patient is doing well but is having more seizures than when the device was in place. Her incisions are nicely healed. It was noted that the patient will be undergoing reimplant of the vagal nerve stimulator. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.